Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient's pacemaker could not be interrogated. No intervention was reported. The patient status was not reported.